Event description:
Report received from united kingdom mda via abbott international affiliate (abbott united kingdom) of an overdelivery. The report states: "pump alarmed 20 mins after syringe had been changed. Screen read "check settings". The syringe was inspected, and had apparently deliverd a bolus of 14ml (approx 150mg of pethidine). Infusion was stopped, and the pt was checked. No ill-effects were noted. The pump was disconnected and investigated. Settings were correct, but volumes did not appear to tally." According to the report, the pt did not experience any adverse effects and did not require any medical intervention. Though the affiliate, abbott united kingdom was queried for further info, no further info was available.